Event description:
A facility reported "plastic" substance was found when a micromatrix vial was emptied into a sterile field. Product was stored in a rfid cabinet that has internal temperature monitoring. Device was within range during storage in the facility. No tools were in contact with the vial. No patient contact/injury reported and the event did not led to surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The micromatrix (ID (B)(6)) was not returned for evaluation, but a photo was provided, however, it is unclear where the black plastic substance originated from. Device history record (DHR) - the attached lot release testing batch record for lot no 040297 demonstrate that no anomalies or nonconformances occurred during the manufacture or packaging of the device. Root cause analysis - since no device return is available, the root cause is indeterminate. Potential root causes for the plastic substance are that it was already present in the tray shown in the images, that it was introduced during the opening of the vial or introduced during the micromatrix manufacturing processes.